Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
No conclusion code available. Additional information: the reported event of unable to interrogate was confirmed. Electrical testing revealed that the device had no output and no telemetry while the battery voltage was still within normal operating range. The device was cut open for further investigation and output and telemetry anomaly was isolated to the circuitry on the hybrid module. The passive components on the hybrid module were verified to be normal and all reference voltages were measured to be within expected values. The cause of the output and telemetry anomaly is consistent with anomaies related to the main integrate circuit's (ic) on the hybrid module, hercules and xena ic. The device regained all functionality when power was reapplied to the hybrid and could not be reproduced despite extensive efforts.